Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level. Customer¿s blood glucose was over 900 mg/dl at the time of incident. The customer did experience severe dehydration, heart attack, retinopathy, neuropathy, nephropathy. The customer also reported cracks around battery casing, insulin squirting during priming, slower during rewind, louder during rewind, motor makes grinding noise, unexplained no delivery alerts. The insulin pump will not be returned for analysis.